Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented prior to a routine device replacement. Upon interrogation, it was discovered the atrial lead was failing to capture and oversensing noise resulting in inappropriate mode switches. During the procedure, it was visually confirmed the atrial lead had fractured. The atrial lead was capped and replaced on 7 feb 2023. The patient was discharged following the procedure.